Event description:
Patient was revised due to fracture of the patella poly caused by poly wear. Slight wear was evident on the insert.

Manufacturer narrative:
The exact date of the primary surgery is unk. Evaluation was not possible, as the devices were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy consider the investigation closed.